Manufacturer narrative:
. DHR review was performed. Device was 24 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Upon receipt, the housing was broken. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was a weakness with one of the aseptic battery housing fasteners during surgery. No patient harm. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.